Manufacturer narrative:
Approximate age of device ¿ 3 years, 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was doing yard work, and fell. Approximately one day later, the patient reported increased redness and drainage at the driveline exit site. The patient was started on augmentin, and then seen in clinic on (B)(6) 2016. A wound culture was positive for moderate staphylococcus aureus. The patient continued to have foul smelling drainage, and keflex was started on (B)(6) 2016. The patient was then switched to bactrim, and finally placed on dicloxacillin on (B)(6) 2016. On (B)(6) 2016, the patient reported a hole in the driveline, and that pus was draining from the site. The lvad clinician palpated the abdomen, and copious amounts of drainage was expressed from the hole in the driveline. A CT scan revealed inflammatory changes along the tract of the driveline. The patient was admitted for IV antibiotics. Blood cultures have reportedly been negative; however, the wound cultures continue to be positive for staphylococcus aureus. It was reported that a pump exchange is being considered, but that the patient would likely be discharged on IV antibiotics. No additional information was provided.

Manufacturer narrative:
The report of a hole in the device driveline could not be confirmed as the product was not available for evaluation. No system controller alarms or interruptions in pump support were reported. Furthermore, a correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.